Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, and software passed the system checkout. The system was found to be fully functional. A software analysis was initiated. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that while outside of a procedure, the site recently upgraded their pacs software and since then, they were unable to reliably transfer exams over through dicom qr. They got "incomplete transfer" messages. However, this only applies to patients imported after the upgrade and did not seem to affect patients prior to the update. There was no patient present.